Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. The customer believes the infusion set tubing was kinked and was able to clear the alarm. The customer declined to perform troubleshooting with tandem technical support. Then, when attempting to deliver a bolus, the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin. The customer reported after going through the load sequence again, the fil estimate updated to an accurate amount. Additionally, the customer stated the cartridge was filled with cold insulin. The customer's blood glucose level was 184 mg/dl.